Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was removed and not returned. The inner tube was bent in multiple locations. The reported condition was confirmed. The investigation found that part of the outer antenna shaft was removed and not returned. The inner tube was bent in multiple locations. This break is not consistent with normal use. The investigation identified the probable cause of the reported event to be willful user damage. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned without any accompanying complaint information.